Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part 319.006, synthes lot 6319456: release to warehouse date: february 22, 2010. Supplier: (B)(4). A non-conformance report was issued for potential undersize subcomponent 319.006.003. An evaluation of the destructive tests results revealed that the force required to pull the worst case needle component from the slider component was 31% greater than the minimum force exerted by a participant in the manual pull test. Based on an evaluation of this data, as well as the intended use of the devices, there is no safety or functional concerns with devices assembled with the out-of-specification components. The relevance of the complaint condition cannot be determined until the product is returned for investigation. Review of the device history records(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a depth gauge tip sheared off during an open reduction and internal fixation (orif) of a fractured clavicle repair. The surgeon was preparing the bone for lag screw insertion using the lag screw technique when the tip sheared off during insertion to the bone. The tip broke off where the tip meets the probe. The fragment was retrieved and no pieces were left behind in the patient. No surgical delay was noted. The screw placement continued and the procedure was successfully completed. Patient status is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date device was received by manufacturer for evaluation. A service and repair evaluation was performed for the returned device. The customer reported the tip was broken at the probe. The repair technician reported ¿tip broken¿ as the reason for repair. The device is not repairable per the inspection sheet. The cause of the issue is unknown. The complaint condition was confirmed. A product development investigation was performed for the complaint device (depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6319456). The complaint device was received at synthes customer quality (cq) for investigation in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This particular depth gauge is part of at least (B)(4) technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Drawings (manufactured/current) for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were issues during the manufacture of the product. Upon review at customer quality (cq) with consultation from sustaining engineering subject matter expert (sme), the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. Therefore, there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.